Event description:
A user facility reported that during procedure the surgeon experienced a variable uptake on the laser on the retina. Settings were power 300, duration 100, interval 100. The duration was raised to 200, however the uptake was still variable. As a result the doctor experienced a hot burn that caused a break on the retina. A laser retinopexy was performed to treat the break. The case was completed without further complication.

Manufacturer narrative:
The device was discarded and cannot be returned for evaluation. Review of device history record, trend analysis, risk assessment, and directions for use is underway. The investigation is ongoing.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn. The investigation is complete.